Manufacturer narrative:
(B)(4).

Event description:
It was reported that diagnostic anomaly was observed. The transthoracic impedance didn't calculate and the graph was not there. Patient is doing fine.